Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated threshold. Additional information was received indicating that the cause of high threshold was due to patient condition. It was noted that the threshold was increasing over time. This rv lead was surgically abandoned. No additional adverse patient effects were reported.